Event description:
A surgeon reported that during a procedure the system suddenly restarted the prime process (rebooted) twice. The system was rebooted each time, on the last reboot the cassette was exchanged. The surgery was completed with no harm to the patient. A sample is not expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 18, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).